Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-06041. Additional information received indicated that the physician added additional suture ties to fix the migration on the patient's implantable cardioverter defibrillator during the same procedure on (B)(6) 2020.